Event description:
The patient was admitted to the department of respiratory and critical care medicine on (B)(6) 2026, presenting with cough and phlegm production for over one month. A urinary foley catheter was replaced on the day of admission. Around 19:10 on (B)(6) 2026, the catheter spontaneously dislodged, causing urine leakage. The physician reinserted the catheter. During the afternoon shift, the nurse inflated the catheter's water balloon and submerged it in a cup of water. Small bubbles were observed rising, though no visible tear was detected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.